Event description:
One touch ultra meter was reading inaccurately high. The pt reported a blood glucose result of 80 mg/dll with the reported meter. The pt also tested with another meter; however, no result was provided. The customer service representative walked the pt through a quality control test. The meter also failed two consecutive control solution tests. The customer service representative confirmed that the test strips were not expired, stored improperly, or opened longer than the discard date. The pt neither alleged harm nor experienced injury or medical intervention. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The test strips were replaced.